Manufacturer narrative:
Correction: section a3: this information was inadvertly left out in the initial report, which has been added to this report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event: date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that patient's ipg was explanted and replaced due to end of life message received, resolving the issue.